Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed for the subject device and found no irregularities. It was reported that the engineer of the equipment department checked the device and found that when the plug was inserted into the machine, a spring piece would get stuck. In addition, due to long use, the spring piece became poor in elasticity and easy to deform, resulting in poor contact and no output. Based on the evaluation result that provided by olympus shanghai, omsc assumes that the event was attributed to the contact failure due to the aged deterioration that occurred with long-term use. The instruction manual states the corresponding method when there is an abnormality for the device and handling method of the device.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a prostatectomy, the subject device was used. In the procedure, the subject device sometimes did not output, the user became unable to use the subject device. The user replaced the subject device with another device and continued the intended procedure. There was no patient injury reported. No further information was provided.